Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check electrode belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation the pulse wires in the electrode belt distribution nodes had intermittent solder joints, which caused the reported alarms. The root cause of the intermittent solder joints could not be positively identified. No adverse event resulted from the intermittent pulse wire solder joints. The pt received a replacement electrode belt.